Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a maxforce biliary balloon dilatation catheter device was used during a dilation of a bile duct stricture procedure performed on (B)(6) 2009. According to the complainant, during withdrawal of the device, the balloon was not completely deflated. The device was stuck in the scope. The physician removed the device with the scope from the pt. Then the balloon was ruptured because it was contacted with the elevator of the scope. No fragments were detached inside the pt. The physician was not clear about the pressure and the time during the balloon inflation. The procedure was completed with this same maxforce biliary balloon dilatation catheter device prior to the removal. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).